Event description:
It was reported that this pacemaker had entered safety mode and recorded the following: 0x0 0x0 0x0. A device check revealed that battery had reached end of life (eol). The patient was symptomatic with unipolar pacing, and reportedly experienced an annoying, pounding sensation approximately 50% of the time. This pacemaker remained in service, however device replacement was scheduled. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker had entered safety mode and recorded the following: 0x0 0x0 0x0. A device check revealed that battery had reached end of life (eol). The patient was symptomatic with unipolar pacing, and reportedly experienced an annoying, pounding sensation approximately 50% of the time. This pacemaker remained in service, however device replacement was scheduled. No adverse patient effects or interventions were reported at this time. Additional information received reported that the patient felt the unipolar pacing while the pacemaker was in safety mode. More specifically, the patient experienced pain and discomfort. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was expected to be returned for analysis.